Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe. Seroma: unable to observe. Rash-breast: unable to observe. Edema-breast: unable to observe. Crease/folding of implant: not observed. Breast pain: unable to observe. Anxiety-product/procedure: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's husband reported right side "diagnosed with chronic leukemia, persistent discomfort in one of her breasts, sporadic rashes, and swelling that suggests fluid accumulation around the implant, recall associated with bia-alcl." Legal representative later reported "multiple folds along the implant shell.¿ and ¿several peri-implant free fluid.¿ healthcare professional additionally reported ''right side capsular contracture baker grade iii, and pain." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient husband reported right side "diagnosed with chronic leukemia, persistent discomfort in one of her breasts, sporadic rashes, and swelling that suggests fluid accumulation around the implant, recall associated with bia-alcl." Legal later reported "¿multiple folds along the implant shell.¿ and ¿several peri-implant free fluid¿ device remains implanted.

Event description:
Patient relative reported right side "diagnosed with chronic leukemia, persistent discomfort in one of breasts, sporadic rashes, and swelling that suggests fluid accumulation around the implant, recall associated with bia-alcl." Legal later reported ¿multiple folds along the implant shell.¿ and ¿several peri-implant free fluid¿ healthcare professional later reported "for the right side was noted as ''right side capsular contracture baker grade iii, pain " the device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.